Event description:
The core universal driver was sent for service and it displayed a bias current error during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that a number of internal components are worn including the flexes.